Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse proactively optimized the instrument by replacing probes, tubing, "duckbill" valve and pipettor tips. The fse also made minor adjustments to the system. No hardware issues were identified that would have contributed to this event. All verification testing passed within published instrument and assay performance specifications there is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result involving the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. The patient had multiple samples drawn on (B)(6), 2015. The second sample collected (designated as sample two (2)) exhibited imprecision as the results were not reproducible. Sample two (2) was repeated two (2) times on (B)(6), 2015 and four (4) times on (B)(6), 2015 and lower results, within the assay's normal reference range were generated. There was no reported change or impact to patient care or treatment which occurred due to the non-reproducible access accutni+3 result. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance. Quality control (qc), calibration, and system check were all performing within the assay's and instrument's specifications at the time of the event. The patient's sample was collected in a lithium heparin gel tube and was centrifuged for five (5) minutes at 3500 rpm (revolutions per minute). No issues with sample integrity were noted by the customer.